Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances on this right ventricular lead. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that out of range pacing impedances were once again detected. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information noted that the patient was see in clinic and values remained out of range for the pace impedances. A possible ionization problem was suspected thus the patient was stimulated for four minutes and the values decrease and were no longer out of range. The system remains implanted.